Event description:
It was reported that a patient who was recently implant in (B)(6) 2012, passed away on (B)(6) 2012. The cause of death is unknown, however it was indicated that the death was sudden. Attempts for additional information are underway.

Event description:
With the available information the patient's death is a possible sudep.

Event description:
Additional information was received from the physician on (B)(6) 2012. It was indicated that the relationship of the patient's death to vns was unknown as was the cause. An autopsy was performed; however, the physician did not have a copy to send to the company. Additionally per the physician, vns had not helped the patient's seizures. Follow up with the patient's funeral home found that the patient was cremated and device explanted; however, as they no longer had the device, they assumed it was discarded. A request has been made to obtain a death certificate; however, per (B)(6) the cause of death is not yet available. No further information is known at this time.

Manufacturer narrative:
Analysis of programming history.

Event description:
Additional information was received that the cause of death was due to seizure disorder with other significant contributing factors of atherosclerotic cardiovascular disease, diabetes mellitus, hypertension history and thyroid disorder. The manner or death was natural.

Event description:
Programming history was reviewed. Diagnostics from the date of implant are within normal limits. The device was implanted in (B)(6) 2012, and the device was programmed to deliver therapy on (B)(6) 2012. Settings were increased on (B)(6) 2012 and again on (B)(6) 2012.